Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 21049364.

Event description:
It was reported that the patients ipg was protruding and the pocket site was tender to touch which caused worsening of pain. The patient was also experiencing inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.